Event description:
A attorney reported that following intraocular lens (iol) implant surgery, a consumer experienced reading issues described as "holes in words and sentences." The consumer also reported light diffusion that is much stronger than prior to surgery which makes it impossible to drive in the dark. A yag laser capsulotomy was performed to treat a light posterior capsule opacification but the outcome was not as expected. The consumer sought a second opinion and was informed that the issues were due to a granular structure in the iol. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. No further information is expected. (B)(4).